Event description:
It was reported that the patient presented with heart failure decompensation. The patient also experienced difficulty in breathing, lower extremities edema, redness and cellulitis. The patient was hospitalized and treated with medication. The patient was discharged on (B)(6) 2017 with home hospice and comfort care.